Event description:
Plaintiff alleges latex sensitization due to her exposure to products containing latex. As a proximate result of the sensitization, plaintiff has developed permanent injuries and damages both past and future including suffering, medical expenses, lost wages and impairment.